Manufacturer narrative:
The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer¿s blood glucose was 165 mg/dl at the time of incident. Customer stated that the insulin pump act and escape buttons were unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump needs to be replaced and was expected to return for analysis.

Manufacturer narrative:
The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.